Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42, linked to the g7 sensor. There was no adverse impact to the caller¿s blood glucose level. Customer support guided the caller through a pump reset, after which the caller successfully started a new sensor session without encountering the error again.